Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "bad speaker". The reported symptom had been discovered "after being cleaned after being used by a patient". Any patient injury or medical intervention is unknown.